Manufacturer narrative:
The insulin pump was received with blank display, problem isolated to interface board. We were unable to perform any tests due to blank display. The insulin pump was received with cracked reservoir tube lip, stained address label, serial number label and minor scratches on display window noted.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone that the they had high blood glucose level. Customer's blood glucose level was 400 mg/dl at the time of the incident. Customer also reported that the insulin pump had blank display. It also reported that customer was unable to troubleshoot high blood glucose due to blank display. The customer was advised to replace the insulin pump and to revert to the back-up plan. The insulin pump will not be returned for analysis.